Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 8 80x15. The customer states that the proximal balloon on the first trellis burst in the native iliac artery. Then the distal balloon on the second trellis burst in the right leg of the endograft during an aaa clotted stent graft case. Customer states that going through the right femoral artery they placed the balloons in the iliac and the right limb of the stent graft to treat the clot. The proximal balloon burst and leaked contrast. Then they opened a second trellis 80cm x 15cm and treated the same segment. This time the distal balloon ruptured. Physician stated that their was no iatrogenic embolization and the treatment was satisfactory but does not know why the balloons ruptured since he stated that he did not over-inflate the balloons and the aaa stent graft was not newly placed. Physician ended up dong a cutdown open catheter thrombectomy, angiogram, then angioplastied and stented the right iliac limb of the endograft.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.